Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material remained at the distal end because the subject device was returned to olympus without conducting/completing reprocessing at the facility. IFU states that preventive measure in tjf-q190v reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the annual inspection process, it was found that the distal end is shaved; the adhesive around the light guide lens has a crack; the adhesive around the objective lens has a crack; due to a chip on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to annual inspection, the parts must be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end has residual liquid. This report is being submitted for the event found during evaluation. There was no patient involvement.